Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. On a separate day, the lens was explanted. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6 - 4581: rotation. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and patient discomfort. Due to lens rotation and patient discomfort, the lens was repositioned. This did not resolve the problem. On a separate day, the lens was explanted. The problem was resolved.cause of the event is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. H3 - device evaluation: the lens was returned dry in a microcentrifuge tube with residue/debris. Visual inspection found the lens haptic bent. Dimensional inspection found the lens to be within specifications claim # (B)(4).

Manufacturer narrative:
G3. Date received by manufacturer: 14-jan-2026 corrected to 13-jan-2026 in initial MDR claim # (B)(4).